Manufacturer narrative:
H3,h6: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As no images were provided of the reported adverse reaction, the failure mode could not be confirmed. A clinical review was carried out. The following conclusions were made; ¿the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated, however, that the IV 3000 was subsequently removed and the issue resolved. Therefore, no further medical assessment is warranted at this time.¿ a risk management review was carried out. Adverse skin reaction and irritation contact dermatitis type 1 and 4 sensitivity harms are currently captured in the risk files for iv3000. No further actions required at this stage. As stated in the IFU for this product; periodically monitor the dressing and catheter site to confirm secure attachment and continued proper infusion, especially after bathing, showering, or if the dressing and catheter site becomes wet. On this occasion we have been unable to confirm the failure mode and identify a definitive root cause for each complaint ((B)(4)). Should further information become available this investigation may be reopened. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the customer bought 10 pieces of iv3000 dressings and four pieces had a problem. The patient skin showed allergic symptoms and itching. The patient went to the hospital for treatment after allergy.